Manufacturer narrative:
Lot# 136131. Method: visual inspection; device history review; complaint history review; risk assessment; results: too much torsional force applied may result in tap breakage and the potential root cause for this type of hazardous situation is awl not used for hole prep. Per email correspondence with the sales rep, no awl was used at any point. Conclusion: the probable root cause of this event is user error - awl not being used to prepare the pedicle.

Event description:
It was reported that while tapping the l5 pedicle, the tip of the 4.5 cannulated tap broke off.

Event description:
It was reported that while tapping the l5 pedicle the tip of the 4.5 cannulated tap broke off.